Event description:
In (B)(6) 1979, I received (B)(4) 250 cc silicone breast implants (B)(6) because my breasts had never developed at all, and was told the implants were safe and would last a lifetime. Shortly after the surgery, I developed contractures and breast pain / tightening, which I had not been warned about. Then, after ten years, I began to develop symptoms of breast implant illness, with hypothyroidism, hair loss, fatigue, anxiety, and joint pain. I had my implants removed (B)(6) 2019 with (B)(6), who specialize in removing the capsules (en bloc procedure), as well as the implants. One implant had ruptured, and I now have silicone in some of my lymph nodes. My medical insurance refused to pay for the required surgery. Women need to be informed that these implants contain heavy metals that can trigger auto-immune response. Two years later, I am now facing fat transfer surgery to reconstruct the damage, and again my insurance will not cover the costs. It is unconscionable that the FDA still allows placement of these dangerous devices without fully informing women of the very high risks. And insurance companies should cover the required surgeries to correct the situation.